Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving hydromorphone, 15 mg/ml concentration at 4.706 mg/day dose, clonidine, 400 mcg/ml concentration at 125.49 mcg/day and bupivacaine, 10 mg/ml concentration at 3.137 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that motor stall was seen at initial interrogation. The patient recently did not have a magnetic resonance imaging (MRI). The rep was called today to check a patient's pump today and patient's pump was stalled. The rep did not check the logs to check when the stall happened. They did an emergency replacement of pump. The rep did not believe MRI, electromagnetic interference (emi) and magnets were present for the stall. The hcp did some adjustment to the catheter during the replacement. Patient's pump was replaced today. Patient had withdrawal symptoms. No further complications were reported.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/lubrication in the motor gear train as well as a stall due to shaft bearing. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.